Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during an infusion with an investigational syringe dose where the documented volume administered was 5.08 ml instead of the ordered 5.6 ml.

Event description:
It was reported that during an infusion of an unspecified investigational medication sar440234, the syringe dose documented the volume administered as 5.08 ml instead of the expected ordered 5.6ml. There were no adverse effects caused to the patient from the event. Although requested, no further information was provided.

Event description:
It was reported that during an infusion of an unspecified investigational medication sar440234, the syringe dose documented the volume administered as 5.08 ml instead of the expected ordered 5.6ml. There were no adverse effects caused to the patient from the event. Although requested, no further information was provided.

Manufacturer narrative:
Investigation conclusion: the report of an underinfusion was identified as a user issue. The event description stated that during an infusion of an unspecified investigational medication (B)(4), the syringe dose documented the volume administered as 5.08 ml instead of the expected ordered 5.6ml. The pcu event log shows syringe module s/n (B)(6) received a remote IV request for investigational drug (drugid 499) at a rate of 2ml/hr with a vtbi of 5.6ml at 2:38 pm on (B)(6) 2020. Although the vtbi was for 5.6ml, the syringe selected was a 10ml bd syringe that only had 5.0813ml detected and this was the volume recorded that was delivered when the infusion completed. Device inspection: n/a, only the pcu logs and customer dataset were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported underinfusion was identified as a user issue. Device history review: review of the syringe module s/n (B)(6) service history record showed the device had a manufacture date of 31mar2006. A review of the device service history record was performed beginning from the date of manufacture to the present date 05jan2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only event log was provided for investigation.